Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported a false positive result on the alinity m sars-cov-2 assay. The customer ran a sample which resulted in a positive result on the alinity m sars-cov-2 assay but gave negative results on genexpert, ausdx, and their in-house pcr. The positive result had good amplification and internal controls and the curves also looked correct. The false positive result was not reported outside the laboratory. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the results logs that were mentioned in the activity text of the ticket and that contain the complainant samples and the associated attached multi-component files were reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the run controls (alinity m sars-cov-2 negative ctrl and positive ctrl). The patient sample was valid. Review of the amplification curves showed the amplification curve cross over the threshold at a later cycle with a weak florescent signal in fam (target) channels; this is also an indication of a low positive. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 509945 is performing outside of established design performance specifications according to the amplification curves reviewed. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 509945 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 509945. The corrective actions and preventative actions (CAPA) review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 509945 and its components and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 509945 identified two additional complaint tickets related to the reported issue for the of alinity m sars-cov-2 amp kit (list 09n78-090) lot 509945. Both complaint tickets were investigated separately and no product deficiency was identified. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 509945 was not identified.